Event description:
It was reported that the customer's bg value displayed as "low"; however, specific value was not provided. Low bg cause was not known. Customer¿removed site and cartridge and consumed carbohydratesbto address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.